Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery (lad) that is 85% stenosed. A balance middleweight universal ii guide wire was advanced and crossed the distal lad and a 2.5x12mm trek balloon dilatation catheter (bdc) was attempted to pre-dilate the lesion; however, the bdc was only able to partially inflate as it was losing pressure. It was noted the bdc was inflated twice to less than 10 atmospheres. It was removed and a non-abbott balloon was used to pre-dilate and a non-abbott stent was implanted. There was no adverse patient effect reported and no clinically significant delay in the procedure. No additional information was provided.